Event description:
A report was received that there was a suspected infection at the lead site. The physician confirmed that there was no infection. No further course of action.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2138-70, serial #: (B)(4), description: scs 70cm iii lead, model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model#: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model#: sc-3108-35, serial #: (B)(4), description: scs lead extension kit sterile package, model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm.